Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient needed to be in a wheelchair after implant of the device. The health care provider (hcp) was titrating the patient¿s dose down because he wanted the pump removed. The patient wanted the drug removed from the device. It was reported the patient believed the lioresal had caused him to be wheel chair bound, which occurred not long after the pump was implanted. According to the hcp, the patient developed pulmonary emboli and has to be anticoagulated for six months. The patient was currently at 46.05mcg per day and the hcp planned to drop the patient¿s dosing ¿a few more times.¿ the device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that the event was not related to the device. The device was to be removed in (B)(6) and had saline in it now which was "all at the request of the patient". The patient never liked the pump since implant and wanted it out a week after it was put in. Per reporter "nothing was ever wrong with it but that the patient just had higher expectations for what it would do for his quality of life".

Manufacturer narrative:
Analysis of the returned pump and catheter were completed as of this date. Analysis of the pump revealed no anomaly, normal device function. A slice cut was observed in the catheter body, concluded to be a non-significant anomaly that did not affect device performance.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the pump was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump will be explanted on (B)(6) 2014 and would be sent back for analysis. It was also reported there were no details as to why it was being explanted, but was told that an issue had been reported in the past. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2014. There was a possible allergy to baclofen with bilateral lower extremity edema and severe lower extremity muscle cramping. This was defined as therapy-related. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.